Manufacturer narrative:
Pump received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o-ring, cracked case at the display window corners, cracked lcd window, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir compartment of the insulin pump lost the o ring and customer experienced the high blood glucose level. The blood glucose level of the customer was 521 mg/dl. The customer was assisted with the troubleshooting. The customer stated that the reservoir compartment was coming loose when inserted in its place. The customer declined troubleshooting for the high blood glucose level. The insulin pump will be returned for the analysis.